Event description:
The customer reported bed to bed alarming via caregroup/overview was not working. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.